Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had an broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was 7.4 mmol/l. Customer had mentioned that the insulin pump had replaced for her before and serial number sticker on the back was missing. Customer reported that there were multiple pump errors. Customer stated that insulin pump was exposed to a high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.